Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged amputation is related to v.a.c.® therapy. Device unavailable for return.

Event description:
On (B)(6) 2015, the device passed qc checks and met specifications prior to patient placement. Per kci quality assurance specialist, three (3) unsuccessful attempts were made to retrieve the activ.a.c. Device. To date, this device is unavailable for evaluation in kci quality engineering.

Manufacturer narrative:
The community wound assessment team reported that it is their practice that patients are educated to not have the device switched off for more than two hours. In their opinion, the patient turned the device off of his own accord. A review of community nursing notes found no documented concerns of the device being turned off. Based on the additional information provided it cannot be determined that the alleged amputation is related to v.a.c. Therapy.

Event description:
On (B)(6) 2015, the following information was reported to kci (B)(4): the patient was utilizing an activ. A.c. Therapy unit which allegedly stopped working, and the patient was unaware of the need to act. As a result, exudate was allegedly not removed from the wound site resulting in the wound becoming wet. The patient subsequently underwent a left foot amputation. Additional information received by kci australia: the community clinic nurse consultant does not believe that the device being turned off by the patient is the sole cause of the amputation as the patient has other comorbidities that could have contributed to the amputation. It was noted that the patient's healthcare provider regards the role of the kci product as potentially contributing to the adverse event. A device evaluation of the activ. A.c. Therapy unit is currently pending completion.